Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer was instructed to clear the code and power cycle the device. The device remains in use with the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was showing error code a034. This event code is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.